Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field and the issue was confirmed.  However, there were no product malfunctions; the issues were the result of use error as the scales were not properly zeroed before use. There was no remedial action taken.  These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the scale was inaccurate.  There was no patient involvement.